Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported that his daughter is having issues with her basal rates. He was trying to program them but stated that they kept defaulting to 1:1. He stated that was too much and caused the customer¿s blood glucose to drop very low. The customer¿s blood glucose was 40 mg/dl. She treated with food. The pump is with his daughter at school so troubleshooting cannot be performed. He was advised that the customer should upload to carelink and revert to a backup plan until they are able to troubleshoot.